Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1160 serial/lot: (B)(4). Description: spectra wavewriter ipg kit it is indicated that the ipg and lead will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that two days following a permanent implant procedure the patient was experiencing paralysis on his left side and experienced an epidural hematoma. The physician assessed that the paralysis was related to the epidural hematoma and not device related. The patient underwent an explant procedure and postoperatively experienced bilateral lower extremity numbness. The patient is able to ambulate following the explant procedure. No further information can be obtained.